Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports staff attempting to perform an undetermined urology procedure when fluoro monitors failed. Patient and procedure information not provided by the customer. Staff completed the procedure by using the control room fluoro monitor to the side. No reported injury.